Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device start to fire and then stop (partial fire)? What was the appearance of the deployed staples? Were there any issues with opening the device? The analysis results found that the ats45 device was received in good visual condition and with a 6r45b cartridge loaded in the device. The reload was received fully fired and in good visual condition. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, the device had been fired a couple of times during bowel anastamosis. When attempting to resect the tissue the gun started the firing process and a few rows of staples formed but then the firing sequence stopped and the gun became stuck. The surgeon said the gun felt like it had become stuck. Due to the vital point in the procedure and due to bowel being open the gun was changed for a new one and the operation was resumed successfully. Surgery was prolonged ten minutes. There were no adverse consequences for the patient.